Event description:
It has been reported to philips that the host pc would not turn on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use was unknown when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot turn on. Upon further inspection, the fse checked the system and found that the host pc was defective causing the monitor to not turn on. Fse replaced host pc and performed device testing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.